Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the patient attended for imdg irinotecan chemotherapy treatment. PICC working appropriately. Venous return obtained and flushing. Infusor bottle attached to PICC. When infusor bottle was being checked, patient complained of "tight" feeling in arm. Left arm noted to be visibly swollen compared to right arm, 5cm difference noted when measured. Doctor called to assess. PICC removed and fracture noted at 6cm. Extravasation policy followed to treat patient and patient under review to assess extent of extravasation injury. Fracture noted at 7.5cm. New PICC inserted that day to ensure patient received treatment. No other adverse event occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the patient attended for imdg irinotecan chemotherapy treatment. PICC working appropriately. Venous return obtained and flushing. Infusor bottle attached to PICC. When infusor bottle was being checked, patient complained of "tight" feeling in arm. Left arm noted to be visibly swollen compared to right arm, 5cm difference noted when measured. Doctor called to assess. PICC removed and fracture noted at 6cm. Extravasation policy followed to treat patient and patient under review to assess extent of extravasation injury. Fracture noted at 7.5cm. New PICC inserted that day to ensure patient received treatment. No other adverse event occurred. Additional information was received for this event as part of a focus survey. The following additional detail was provided: exit site marking of the PICC after placement was 2cm. Securacath used. Infusates infused: taxol. Break was internal at the 6cm marking. Catheter site cleaned with 3ml chlorehexidine 2% ipa 70% during dressing change.

Event description:
It was reported by the customer the patient attended for imdg irinotecan chemotherapy treatment. PICC working appropriately. Venous return obtained and flushing. Infusor bottle attached to PICC. When infusor bottle was being checked, patient complained of "tight" feeling in arm. Left arm noted to be visibly swollen compared to right arm, 5cm difference noted when measured. Doctor called to assess. PICC removed and fracture noted at 6cm. Extravasation policy followed to treat patient and patient under review to assess extent of extravasation injury. Fracture noted at 7.5cm. New PICC inserted that day to ensure patient received treatment. No other adverse event occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7cm and 8cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.